Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at 35,730 joules. Per the customer, the fiber cap was retrieved. Additional info reported by the customer was the beam was tested prior to use inside of the pt. The beam was visible. During the procedure, the pt had not experienced any harm from the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from use of the system. The pt is in good condition.

Manufacturer narrative:
The MFR followed up with the customer for additional info including the method used to retrieve the fiber cap. (B)(4).